Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had an issue with the insulin pump and had to manually enter his blood glucose level. Customer is out of strips for his linking meter and noticed that the carb amount was showing the same as his blood glucose level. Customer stated that this is a past issue and the helpline was unable to look at it. Customer was advised to monitor this issue. Customer's blood glucose level was 261 mg/dl. Customer stated that his blood glucose was due to the leaking quick release. No additional information provided.